Event description:
It was reported that during a biliary stenting procedure, the stent failed to deploy. The procedure was being performed for an obstruction of the common bile duct (cbd) and it was noted that the lesion was "very tight". The physician advanced the biliary unistep plus 10mm x 60mm stent delivery system (sds) to the lesion. Upon attempting to deploy the stent, the stent failed to deploy. Additional attempts were made to deploy the stent but were unsuccessful. The sds was removed from the patient and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "stable". It was noted by the physician that the stent wires had not perforated the outer sheath.